Event description:
During guidewire manipulation, the scrub nurse noted that the polytetrafluoroethylene (ptfe) coating had stripped off of the device during use. There was no reported clinical consequence to the patient.

Event description:
During guidewire manipulation, the scrub nurse noted that the polytetrafluoroethylene (ptfe) coating had stripped off of the device during use. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Analysis of the returned device found the guidewire was shaped on its distal section. The guidewire was slightly bent at 70.0cm from its proximal section. Due to the bend in the guidewire, it was not rotating as intended. The polytetrafluoroethylene (ptfe) coating was peeled off between 32.0cm to 37.0cm from its proximal tip. The ptfe coating appeared to have been scraped off of the guidewire with the torque device collett. The observed anomalies to the ptfe coating were most likely caused by the torque device being dragged down the device as it was insufficiently tightened on to the guidewire. Therefore, the cause of the ptfe damage is related to use error.